Manufacturer narrative:
The device was returned to our us facility on feb-11-2025, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during the testing of the device, the light source was flickering. There was no patient involvement.

Manufacturer narrative:
Per investigation by the manufaturer: during the manufacturer's technical inspection, the error description provided by the customer the light source is flickering was confirmed, and further defects were detected. In total the following defects were detected: led flickers, blade damaged, adhesive points on camera head worn, housing worn, cover worn, plug damaged. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is flickering. This event is filed under internal complaint ID (B)(4).